Manufacturer narrative:
Optimized ortho launched an investigation into this event. No complaint devices were returned to optimized ortho by the customer. Thus, the device history files were investigated which included reviewing the ops insight, pre and post operative imaging of the patient, ops acetabular and femoral guides. All manufacturing steps of implant positioning and report generation were reviewed. All operations were completed correctly according to the work instructions. No deficiency was found with any of the ops related processes or acetabular or femoral guide. We are unable to identify any internal issues with this case. It is likely that other factors or patient conditions may have led the cup to become loose. This report is filed with the FDA due to an event experienced with a device that is same/similar to those placed on the market in the USA, however, this event occurred outside of the USA. Please note: the submission of this report does not constitute and admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Event description:
It was reported by a corin representative that the patient was revised due to cup loosening. Ops insight with acetabular and femoral guides were used as an assistive technology in the primary surgery.

Manufacturer narrative:
We are currently in the process of retrieving further information to perform investigation. We will provide a follow up report upon completion. This report is filed with the FDA due to an event experienced with a device that is same/similar to those placed on the market in the USA, however, this event occurred outside of the USA. Please note: the submission of this report does not constitute and admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Event description:
It was reported by a corin representative that the patient was revised due to cup loosening. Ops insight with acetabular and femoral guides were used as an assistive technology in the primary surgery.